Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming during operation.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x3d alarm during operation, indicating the step sensor was asserted before wire driven. An internal tear on the soft cannula produced an internal leak, leading to the reported alarm, low battery voltages, and pcb corrosion. The internally damaged soft cannula is confirmed as the cause of the reported 0x3d hazard alarm.